Manufacturer narrative:
Concomitant medical products: 5076-45 implanted, (B)(6) 2006; 694958 lead, (B)(6) 2006, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lead warning on the right ventricular (rv) lead. High impedance and oversensing were also noted on the rv lead. A possible fracture was suspected. The lead was reprogrammed and later replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.